Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the patient has suffered from shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted such that the caudal apex is in direct contact with and partially embedded in the anteromedial wall of the inferior vena cava (ivc) just above caval bifurcation. All six (6) primary filter struts perforate the wall of the ivc. The anterior perforating struts impinge directly on and may have eroded into the posterior wall of the overlying duodenum. The perforating posteromedial strut lies near the adjacent aorta; the posterior perforating strut lies in proximity to the anterior aspect of the underlying l3 vertebral body and the perforating posterolateral strut lies in proximity to the anterior aspect of the right (r) psoas muscle. Additionally, strut fracture(s) may be present near the cephalad apex of the filter but cannot be definitively evaluated with the imaging provided. An assessment of the medical and radiological records was provided for review. The patient is reported to have a history of systemic lupus erythematosus (sle), elevated d-dimer and deep vein thrombosis (dvt). The date and indication for the ivc filter placement are not clear from the records provided. Medical records and imaging from the time of the ivc filter implantation are not currently available for review. Based on the medical records and imaging provided, a cordis type optease ivc filter was identified, deployed in the infrarenal ivc at the level of l3. The patient¿s ivc measures 21mm in diameter at the level of filter implantation. The filter is tilted such that the caudal apex is in direct contact with and partially embedded in the anteromedial wall of the ivc, just above the caval bifurcation. All six primary filter struts perforate the wall of the ivc. The perforating anterior struts impinge directly on and may have eroded into the posterior wall of the overlying duodenum. The posteromedial strut lies near the adjacent aorta; the posterior strut lies near the anterior aspect of the underlying l3 vertebral body, and the posterolateral strut lies near the anterior aspect of the right psoas muscle. Strut fracture(s) may be present near the cephalad apex of the filter but cannot be definitively evaluated with the imaging provided. No caval thrombosis, clot within the filter, significant caval wall thickening, caval stenosis or pericaval hemorrhage was present on the computerized tomography (CT) study. Incidental findings included a hiatal hernia, a small, partially calcified, saccular left renal artery aneurysm and calcified left hilar nodes consistent with old granulomatous disease. Additional imaging studies were recommended to assess the current state of the patient¿s filter and to evaluate progression of strut perforation. The evaluation noted that the patient¿s ivc filter should be removed provided the patient can be safely anticoagulated or no longer requires anticoagulation therapy. Referral to an advanced ivc filter retrieval center was highly recommended for this patient. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter and embedment in wall of the ivc becoming aware of these events approximately fifteen years and eight months after the filter implantation, and further experienced shortness of breath, numbness in extremities, back pain and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Medical history includes systemic lupus erythematosus (sle), elevated d-dimer and deep vein thrombosis (dvt). The filter malfunctioned including tilt, device embedded, ivc and organ perforation, and the patient has experienced shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Per imaging provided, a cordis type optease ivc filter was identified, deployed in the infrarenal ivc at the level of l3. The patient¿s ivc measures 21mm in diameter at the level of filter implantation. The filter is tilted such that the caudal apex is in direct contact with and partially embedded in the anteromedial wall of the ivc, just above the caval bifurcation. All six primary filter struts perforate the wall of the ivc. The perforating anterior struts impinge directly on and may have eroded into the posterior wall of the overlying duodenum. The posteromedial strut lies near the adjacent aorta; the posterior strut lies near the anterior aspect of the underlying l3 vertebral body, and the posterolateral strut lies near the anterior aspect of the right psoas muscle. Strut fracture(s) may be present near the cephalad apex of the filter but cannot be definitively evaluated with the imaging provided. No caval thrombosis, clot within the filter, significant caval wall thickening, caval stenosis or pericaval hemorrhage was present on the computerized tomography (CT) study. Incidental findings included a hiatal hernia, a small, partially calcified, saccular left renal artery aneurysm and calcified left hilar nodes consistent with old granulomatous disease. Additional imaging studies were recommended to assess the current state of the patient¿s filter and to evaluate progression of strut perforation. The evaluation noted that the patient¿s ivc filter should be removed provided the patient can be safely anticoagulated or no longer requires anticoagulation therapy. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter and embedment in wall of the ivc as well as shortness of breath, numbness in extremities, back pain and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, pain, numbness and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including filter tilt, embedded, perforation of the ivc and adjacent organs, shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. The six (6) primary filter struts perforate the wall of the ivc, the anterior perforating struts impinge directly on and may have eroded into the duodenum. The perforating posteromedial strut lies near the adjacent aorta; the posterior perforating strut lies in proximity to the anterior aspect of the underlying l3 vertebral body and the perforating posterolateral strut lies in proximity to the anterior aspect of the right (r) psoas muscle. Additionally, strut fracture(s) may be present near the cephalad apex of the filter but cannot be definitively evaluated with the imaging provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the patient has suffered from shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted such that the caudal apex is in direct contact with and partially embedded in the anteromedial wall of the inferior vena cava (ivc) just above caval bifurcation. All six (6) primary filter struts perforate the wall of the ivc. The anterior perforating struts impinge directly on and may have eroded into the posterior wall of the overlying duodenum. The perforating posteromedial strut lies near the adjacent aorta; the posterior perforating strut lies in proximity to the anterior aspect of the underlying l3 vertebral body and the perforating posterolateral strut lies in proximity to the anterior aspect of the right (r) psoas muscle. Additionally, strut fracture(s) may be present near the cephalad apex of the filter but cannot be definitively evaluated with the imaging provided.